Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. However, imagery relevant to the complaint was provided and the following observed: a review of the 6 month fluoro by core lab showed that 3 type I fractures were found at the inflow, and 2 out of 3 fractures were detected during chest x-ray on 30 days. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for strut fracture was confirmed through the provided imagery. An in-depth evaluation related to alterra prestent fracture has been documented in technical summary written by edwards lifesciences. Per the technical summary, the prestent in straight configurations is safe under pulsatile loads based on the finite element analysis (fea) models, accelerated wear and tear (awt) and fatigue testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. The technical summary documented a review of available CT scans / imagery for patients with a fractured stent. As reported, 'at the 6 month flr submission 3 type I fractures were found at the alterra inflow.' The technical summary's imagery reviews also suggested that the fractures were likely to occur where the stent apices were engaged with the bend of the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. Additionally, the technical summary reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre-stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. While a definitive root cause is unable to be determined, available information suggests that patient factors (rvot characteristics) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by alterra pas clinical study, approximately 30 days post tpvr procedure with a 29mm sapien 3 valve in an alterra prestent, two type I fractures were found on the alterra inflow at the 30-day cxr submission. At the 6 month flr submission 3 type I fractures were found at the alterra inflow.